Event description:
It was reported that during a review of the recorded episodes of this implantable cardioverter defibrillator (ICD) system, technical services (ts) noted that there was far field oversensing on this right atrial (ra) lead. Ts recommended further evaluation with programmer and health care professional (hcp). No adverse patient effects were reported. This ra lead remains in service.